Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the probe was returned used and the aperture was 100% opened. The vacuum chamber, vacuum tubing and saline cap was not returned. No other anomalies were noted. Functional/performance evaluation: the marker was removed from the probe and an in-house vacuum chamber was connected to the probe. The probe was loaded into the in-house driver and calibrated successfully. The probe was inserted into test medium and around the clock sampling was performed. Each time, the probe underwent the following processes: aperture opened, sample cut and sample deposited into the sample tray. The probe was able to obtain 6 samples successfully. No error was displayed on the console during testing. No unusual noises were heard during the evaluation. No suction issues were identified with the probe. The aperture opened and closed without issue, and was able to be removed from the test medium without issue. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is unconfirmed for the reported issue, as the probe was able to open and close completely during functional testing, and was able to be removed from the tissue without issue. Per the reported event details, the patient's tissue was very dense. Therefore, it is possible that patient factors contributed to the reported issue. However, the definitive root cause could not be determined based upon available information. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy in dense tissue, the cutter did not close completely. There was tissue stuck at the edge of the needle that was not cut. The uncut tissue caused difficultly in placing the marker and removing the probe from the patient. The healthcare provider collected enough samples and was able to place the breast tissue marker. There was no reported patient injury.